Manufacturer narrative:
An event of explant of an epic valve seven years after implant was reported in a literature article. Information from the article indicated the explant was due to valve stenosis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported stenosis could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Literature attachment: article title "impella implantation as a bridge to surgery for repair of aorto-right ventricular fistula following prosthetic valve endocarditis: a case report"b1 device information corrected.

Event description:
N/a

Manufacturer narrative:
An event of explant of an epic valve seven years after implant was reported in a literature article. Information from the article indicated the explant was due to valve stenosis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported stenosis could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿impella implantation as a bridge to surgery for repair of aorto-right ventricular fistula following prosthetic valve endocarditis: a case report¿, was reviewed. The article presented a case study of an 82-year-old male patient with symptomatic aortic stenosis. It was reported that on an unknown date, a 19mm epic valve was implanted. It was later reported 7 years later on an unknown date, a decision was made to explant the 19mm epic valve due to prosthetic valve dysfunction and replaced with a 23mm non-abbott valve. The article concluded in cases of limited end-organ function damage, even a short duration of impella support would be beneficial without the occurrence of complications. [The primary and corresponding author was masahiro tsutsui, department of cardiac surgery, asahikawa medical university, 078-8510 asahikawa, japan, with corresponding email: mt.0714.cuniculus@gmail.com]